Manufacturer narrative:
Sensory, cognitive, or motor deficits and seizures are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that the oncology patient, who had a prior history of seizure, experienced an "apneic episode in pacu, likely seizure post litt". The patient received intubation and was hospitalized from the day of litt procedure on (B)(6) 2022 until (B)(6) 2022. The event was indicated as resolved on the same day the event occurred (B)(6) 2022). No anticonvulsants were reported as given for this event.